Event description:
It was reported by a technician of an adverse event following treatment. During a follow-up call to the nurse it was reported that the patient had completed dialysis treatment without any issues and was visiting someone on another floor when he passed out and was rushed back to the unit. He was fine and suffered no ill effects.

Manufacturer narrative:
(B)(4) (unresponsiveness). Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event. The user facility has declined to provide additional information at this time. A supplemental report will be submitted upon completion of the investigation. Reference MDR numbers: 2937457-2013-00354, 8030665-2013-00679, 1713747-2013-00524, 1225714-2013-03443.